Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the bending section cover having foreign objects was due to a stress problem identified. The most probable cause of the stress problem was a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the control unit being sticky was due to a water leakage and a degradation problem identified. The most probable cause of the water leakage was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the hystero videoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the bending section cover had foreign objects and the control unit was sticky. It was determined that the bending section and the control unit needed to be replaced. There was no patient involvement.